Event description:
It was reported that the patient was admitted to the hospital after having two seizures. The physician wanted to make sure that the vns was functioning as intended. No further relevant information has been received to date.